Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The customer indicated that they received results of 76 and 303 mg/dl and 65 and 69 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.